Event description:
It was reported that during battery operation the ventilator alarmed for no battery capacity and a few seconds later, the ventilator shutdown. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
(B)(4). Our investigation consists of gathering of additional information and technical investigation of the exchanged part/battery modules. Information received stated that the event was discovered during a preventive maintenance test done by the hospital. The ventilator system was used in an MRI environment, with six battery modules installed as default setup. The hospital engineer found that three out of the six batteries installed in the system were not working as expected. Device logs were downloaded and three battery modules were exchanged with new battery modules. After that the ventilator was returned back to clinical usage. The exchanged battery modules had an approximately been in use for 21 months, maximum defined usage are 30 months. The returned batteries were installed in a reference ventilator for simulated use testing. Installation of all three batteries together was able to power the ventilator for more than three hour, i.e. According to specification. However batteries installed one by one were not able to power the ventilator more than a short time, and alarms for ¿no battery capacity¿ was generated before shut down. The user manual states that a ventilator system shall at least be powered by minimum two battery modules. The received device log files confirms the reported event, battery related alarms was generated related to low battery voltage. Our investigation has not been able to conclude why the battery modules having a reduced battery capacity despite sufficient recharging time.

Event description:
(B)(4).